Manufacturer narrative:
Complaint conclusion: as reported, the indicator wire of a 5f exoseal vascular closure device (vcd) did not engage with the vessel wall as expected and slipped out during the withdrawal of the 5f exoseal vcd and the unknown sheath to position the indicator wire against the vessel wall. The device was removed with the indicator wire exposed. Hemostasis was achieved by manual compression. There were no reports of patient injury. A visual inspection revealed no damage to the indicator wire loop. The device was prepared and used according to the instructions for use (IFU). The exoseal vcd was used in a diagnostic procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A standard non-cordis sheath was used. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque and had mild access vessel tortuosity, with no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no visual damage to the indicator wire prior to use. The indicator window of the exoseal device was facing up during retraction and did not change at all. One non-sterile vascular closure device - 5f was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into a non-cordis csi (catheter sheath introducer), the button/deployment lever on the device was not pressed, and the plug was present on the delivery shaft, which was found with dried blood residues, with the indicator wire deployed and the loop in good conditions. The indicator window was received on white/black position and the cowling guard was found locked. The delivery shaft was noted kinked/bent approximately at 16 cm from the distal tip. No other anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The inner and outer diameter were measured and compared. The measurements were taken near the damage found. The results were within specification. It was confirmed that the plug was not deployed, and the guard was locked with the indicator wire (iw) deployed. The functional analysis could not be performed due to the clogged device with dried blood residues. Attempts to clean the device were performed using hydrogen peroxide and an ultrasonic bath, however they were unsuccessful. The pinion gear-iw rack timing was reviewed, the indicator wire (iw) end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found on the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned the three stages. No microscopic analysis is needed, as the indicator wire loop showed no issues during visual inspection. Based on the information provided and the product evaluation, the reported event of ¿indicator wire ¿ damaged loop¿ was not observed. A kink/bend was observed on the delivery shaft. The loop was observed with no anomalies nor damages. No anomalies were found on the internal mechanism of the unit. The dimensions of the delivery shaft were within normal limits, despite the kink/bend. However, it is possible that the kink on the shaft may have led to difficulties with the indicator wire. The exact cause of the reported issue could not be determined based on the noted findings. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) did not engage with the vessel wall as expected and slipped out during the withdrawal of the 5f exoseal vcd and the unknown sheath to position the indicator wire against the vessel wall. The device was removed with the indicator wire exposed. Hemostasis was achieved by manual compression. There were no reports of patient injury. A visual inspection revealed no damage to the indicator wire loop. The device was prepared and used according to the instructions for use (IFU). The exoseal vcd was used in a diagnostic procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A standard non-cordis sheath was used. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque and had mild access vessel tortuosity, with no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no visual damage to the indicator wire prior to use. The indicator window of the exoseal device was facing up during retraction and did not change at all. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.